Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona ps standard femoral component cat#: 42500606401, lot#: 63791675; all-poly patella cemented 32 mm diameter cat#: 42-5402-000-32, lot#: 63843853; articular surface fixed bearing ps cat#: 42-5124-007-12, lot#: 63314881. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05059, 0001822565 - 2018 - 05060. Product remains implanted.

Event description:
It was reported that a patient is experiencing progressive loosening and clicking noise five months after initial knee procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2019-00212.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2019-00212.